Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient suffered a heart block av. It was reported that the patient suffered a heart block during an atrial flutter procedure. They stated that they used an stsf catheter for ablation, and the patient suffered heart block. The patient is currently receiving a permanent pacemaker implant. The ablation catheter will be returned for analysis. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. Intervention provided was a pacemaker/micra. Outcome of the adverse event was unchanged. A smartablate generator was used.

Manufacturer narrative:
The biosense webster inc.(bwi) product analysis lab received the device for evaluation on 20-apr-2023. The device evaluation was completed on 26-apr-2023. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient suffered a heart block av. It was reported that the patient suffered a heart block during an atrial flutter procedure. They stated that they used an stsf catheter for ablation, and the patient suffered heart block. The patient is currently receiving a permanent pacemaker implant. The ablation catheter will be returned for analysis. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device number lot 30960729l, and no internal actions related to the complaint were found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event is the patient's condition. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).